Manufacturer narrative:
(B)(4) cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposure of power connector plug. Unit was able to power on with no issues and/or malfunctions while using a golden right-angle extension cable. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Customer reported that the unit will not power up. Power connector plug broke off from unit. - confirmed.